Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed the pressure transducer test and internal leakage test during pre-use check. It was found that the two pressure transducer pc boards and the gas modules need to be replaced. The gas modules were replaced due to misuse. The device logs were not received and no parts have been returned for investigation. The root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge ab has identified approximately 4000 service records in brazil where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge brazil has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge (B)(4), customer product complaint handling. CAPA 295150 has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions.

Manufacturer narrative:
It was observed during an external audit at getinge(B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, and assessed for reporting as required, per regulations, and as a result, this report was not submitted in a timely manner.  Getinge (B)(4) has approved a comprehensive remediation plan, and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer's ref #: (B)(4).